Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-21706. It was reported the patient experienced auto-reduction. Diagnostics indicated several invalid lead impedance values. Reprogramming was unsuccessful as ineffective stimulation re-occurred. Surgical intervention will take place to address the issue.